Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient was implanted with deep brain stimulation (dbs) on (B)(6) 2014. It was then stated that on (B)(6) 2017 the device was explanted as the patient experienced rejection on their right side. There was not a greater than 50% reduction in symptoms. It was then noted that the cause and what troubleshooting was performed related to the event was unknown. No further complications were reported/anticipated.